Event description:
The physician reported that during the implant attempt of the subject pacemaker, a connection issue in the ventricular channel was incurred. Specifically, clicking of the associated torque limiting screwdriver was not obtained and the lead could be removed easily by pulling. Another pacemaker was implanted instead.

Event description:
The physician reported that during the implant attempt of the subject pacemaker, a connection issue in the ventricular channel was incurred. Specifically, clicking of the associated torque limiting screwdriver was not obtained and the lead could be removed easily by pulling. Another pacemaker was implanted instead.